Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: (B)(6) 2020, expiration date: 01-feb-2030 part number: (B)(4), 11mm/125 deg ti cann tfna 380mm/left- sterile lot number: 43p3263 (sterile) lot quantity: 5. One piece was scrapped in cell, gundrill, after a tooling breakage. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Parts were 100% inspected for lock driver depth and were determined to be acceptable. Packaging label log (pll) lmd was reviewed and determined to be conforming. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿anti-rotation screw was inserted too deep¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, a trochanteric fixation nail-advanced (tfna) collum screw could not be inserted through the tfna nail. It seemed that the anti rotation screw was pre-inserted too deep. Implants were eventually successfully implanted. There was unspecified amount of surgical delay. No further information provided. This report is for one (1) 11mm/125 deg ti cann tfna 380mm/left - sterile. This is report 1 of 2 for complaint (B)(4).